Manufacturer narrative:
A ge service rep performed an onsite investigation. The ground connector on the power plug was evaluated and the plug was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system failed to power up to a usable state. No pt or user injury was reported.